Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. The user reported that plane a of the c-arm is shaking during rotation. There is no report of impact to the state of health of any patient or operator involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation showed that there was no system malfunction at all and the system works as specified. An on-site visit revealed that the operator caused the jerky movements by using the joystick accordingly. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.